Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6); product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported they when they press the bolus button on the handset since last night nothing happens. Patient stated the personal therapy manager (ptm) was not working. Patient stated they get 3 bolus a day and device had been working great. Patient services assisted patient with resetting the handset and communicator, after resetting, the devices power on and connected to pump. Patient stated they were getting a message system error encounter but patient did not know what the message was. Device connected and stuck at 91%. Agent asked clarifying questions and patient said the device get stuck at 91% since 3-4 weeks ago. Agent assisted patient with clearing the data and patient was vable to connect and deliver bolus. Handset shows lockout time. The troubleshooting steps taking on the call resolve the issue.